Manufacturer narrative:
Unavailable device was not returned for evaluation.

Event description:
The device was used during an unreported procedure. It was reported the clips did not close well. There was no consequence to the pt.